Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels were reported to have been high and reached 250 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include headache and high blood glucose. A magnetic resonance imaging (MRI) was performed and as a result the patient had to prematurely remove their pod, at the hospital. The patient reported that the doctor diagnosed that there were small puddles of blood in her brain, but the doctor was unsure what had caused them. The patient was unable to recall what treatment was provided. The patient remained hospitalized for a week and was released on (B)(6) 2026.